Event description:
A complaint was reported to boston scientific corporation on a polaris ultra stent. According to the complainant, during preparation, when the packaging was opened it was noted that the white tip of the stent was split. The procedure was completed with a different device. There were no patient complications as a result of this event and the patient's condition post procedure was fine. Attempts to obtain additional information were unsuccessful.

Manufacturer narrative:
A review of the manufacturing records for this lot showed no evidence of a manufacturing-related potential cause for this event. Analysis of the returned polaris ultra revealed that the suture hole was ripped from the hole to the end of the stent. This evidence is consistent with damage caused by the suture when it is being pulled. The suture was not returned with the device. Most likely, during the clinical attempt (unpacking/preparation) the device was handled improperly, thereby, causing the damage found. Based on the investigation this is no longer a reportable event, as an inspection of the returned device showed that the tear is consistent with those caused by the suture.

Event description:
A complaint was reported to boston scientific corporation on a polaris ultra stent. According to the complainant, during preparation, when the packaging was opened it was noted that the white tip of the stent was split. The procedure was completed with a different device. There were no patient complications as a result of this event and the patient's condition post procedure was fine. Attempts to obtain additional information were unsuccessful.